Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2009 and performed to specification up to 21st june 2015. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 23rd june 2015 and the last log entry on the 27th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.